Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on the event date, and alleged that her one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the pt two days later, and obtained add'l info. The pt reported that the alleged issue first occurred two days prior, at 7:00 am. She tests her blood glucose twice/day (morning, evening). The pt informed the mas that the night prior to the issue, she had obtained a result of 89 mg/dl on the subject meter and she felt fine at that time. She also stated that she took her metformin pill (oral diabetes medication) at around 7:30 am "even though the meter did not turn on". At 10:00 am, she reportedly started experiencing symptom of being shaky, a symptom she usually feels when her blood glucose is low. She attempted to test her blood glucose on the subject meter, but would not power on. The pt stated that she "just slept it off" and did not reportedly take any diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse of the product. The pt was using the correct test strips and had replaced the battery per the owner's manual. The battery was correctly installed and the condition of the battery contacts was also good. This complaint is being reported because the pt claimed that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She reportedly did not receive any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.